Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply connections were evaluated and reseated. The power supply voltage was returned to the optimal voltage. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system appeared to continue to expose without command. Further information was received from the fse indicating that the system locked up. No patient serious injury or death was reported related to this event.